Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a coronary diagnosis procedure was performed when the issue happened. The procedure was completed as planned by restarting the system. The philips field service engineer (fse) visited onsite and found bad 24v. After reviewing log, it confirmed the reported malfunction. To resolve the problem, fse replaced the 24v power supply in m-rack test system for x-ray generation and return the part for further analysis and no failure found. After the replacement of the 24v power supply, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a loss of live image occurs during a procedure, a warm/fast restart or a cold restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating there was a communication problem between the flat detector controller and the image detector, which can prevent x-rays. The device is in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.